Event description:
It was reported that during a da vinci si surgical procedure the pk dissecting forceps instrument stopped following directions from the surgeon at the surgeon console. The surgeon was trying to push down but the instrument was moving up. Tried to reseat the instrument in arm 2 but still did not respond properly. The instrument was exchanged for a backup instrument that properly responded to surgeon console. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument had a broken pitch cable at the distal clevis hub and that might have contributed to the lack of intuitive movement. No additional damage was found in the clevis. The broken cable segment stuck out at the wrist. Failure analysis also observed that the distal end of the main tube had a scratch mark above the proximal clevis that exhibited light material removal and a rough surface finish. The scratch was short in length and axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The cable segment that contained the crimp was still installed in the clevis. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.